Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 75446550, 510(k) # k042025 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis; and underwent a surgery. On an unknown date, post-op, the alleged screw loosened. In total, 5 screws loosened and 1 cage backed-out. The screws at the following locations loosened: l5 left, l5 right, l2 left, l2 right and l4 left. The cage between l4 and l5 backed-out. Hence, a revision surgery was performed, in which all the 5 loosened screws were replaced with new ones and the backed-out cage was replaced with autogenous bone graft. In addition, fixation was performed at s1 and s2ai with screws.

Manufacturer narrative:
Additional information: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: plif (posterior lumbar interbody fusion) no patient complications were reported after the revision surgery.